Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting the placement of a dual mobility bearing and head during the patients first revision. The patient underwent a second revision due to fracture of the poly component. CT scan confirmed failure of poly with no suspect of infection. It remains pretty much in one piece but had a very large cleft through it. It appeared like it probably got hung up on the edge of the metallic shell and got worn through to fatigue. DHR was reviewed and no discrepancies were found. A root cause is unable to be determined, all though off-label use may have contributed to the reported event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 163638 ¿ cocr head ¿ 560980, rd118852 ¿ m2a cup ¿ 765920, 11-104111 ¿ mallory femoral stem ¿ 334210. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately 1 year post implantation due to fracture of the poly component. The cup, head and poly components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.